Event description:
It was reported via attached facility medwatch report (B)(4) that removal difficulties were encountered. The patient was being treated with abdominal angiogram with runoff and possible percutaneous transluminal angioplasty (pta). The target lesion was located in iliac artery. A 10.0x30x75cm express ld iliac / biliary stent was advanced for treatment. However, the .035 amplatz platinum wire got stuck in the entire express stent system. The stent was unable to be inserted over the wire or removed over the wire. Therefore, stent delivery system had to be removed with amplatz wire intact and as one whole unit with no issues to the patient. The procedure was completed successfully with a different express ld stent. No patient complications were reported, and patient condition was stable post-procedure.